Event description:
Reporter indicated that a vns pt has experienced "wound complication" following implantation. The pt was reported to have been in a long term care facility in an attempt to save the implanted pulse generator. Good faith attempts for additional info have been unsuccessful to date.